Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) and unknown sheath were withdrawn to position the indicator wire against the vessel wall, but the indicator wire of a did not engage with the vessel wall as expected and slipped out. There was no reported patient injury. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The device was prepared, stored and used according to the instructions for use (IFU). The device will be returned for analysis.